Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4), model: db-2202-45, serial(B)(4), batch: 7097850.

Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) implant procedure and a postoperative computerized tomography (CT) scan did not reveal any complications therefore, the patient was discharged from the medical facility. However, the patient was admitted to the hospital four days later because he displayed slurred speech and another CT scan revealed bleeding in the brain near the left lead. It was assessed that the trajectory of the left lead during the implant procedure may have caused or contributed to the brain bleed. The patient was monitored, prescribed keppra for one week, has since been discharged from the hospital and was doing well.